Manufacturer narrative:
Concomitant medical devices: 4076, lead, implanted: (B)(6) 2011; 4194, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.